Event description:
It was reported the patient observed the elective replacement indicator (eri) message on the screen of her patient programmer on or before (B)(6) 2014. The message was later confirmed with a physician programmer. Impedance testing indicated there were no out of range impedance values on (B)(6) 2014. There was ¿no¿ patient harm, injury, or death associated with the event. There were additionally ¿no¿ actions required as a result of the event at that time. Later, at the time of this report it was reported the patient was ¿receiving therapy." It was stated the patient¿s ¿device failed within a month of implant¿ though there were reportedly ¿no¿ troubleshooting, interventions, or other actions taken. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins was received with the eri bit set. The eri bit was set after 21 days, which could be potentially caused by a short. The ins battery recovered and passed the functional test.¿ it was also noted the ins was implanted past the use by date, as has been previously reported in regulatory report #3004209178-2014-24485.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.